Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. An internal/external inspection was performed with no issues noted. The device passed functional and electrical returned instrument testing evaluation (rite). The pneumatic system was checked and found to be working to specifications. A short, simulated therapy session was successfully completed. An event history log review was performed and verified the reported condition as the volumes found met increased intra-peritoneal volume (iipv) criteria. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) felt overfilled, tight, and uncomfortable during dwell 5 of 5 of peritoneal dialysis (pd) therapy, while the hp was connected. The hp also stated that they had difficulty breathing. The technical service representative (tsr) assisted the hp in performing a manual drain. The tsr had the hp read their therapy volumes and found that the manual drain volume was 3848 ml and fill volume was 2100 ml, meeting increased intra-peritoneal volume (iipv) criteria. After draining, the hp indicated that they felt empty and better. There was no patient injury or medical intervention associated with this event. No additional information is available.